Manufacturer narrative:
The event occurred outside of the united state. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the connector part of the headset was broken and the soft cannula came out of the patient's body. As a result, the insulin leaked and the patient experienced high blood glucose levels.